Event description:
It was reported that the patient had a pocket infection and septicemia. The organism was reported to be (B)(6). The patient received antibiotic treatment and the implantable pulse generator (ipg) and leads were removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pulse generator (ipg) 2013 (B)(6).(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.